Event description:
It was reported that the ventricular assist device (vad) patient controller exhibited a controller fault alarm at home due to the in ternal battery. A routine logfile submission and review showed a typical motor start event with parameters outside the typical range during the controller event. Patient management recommendations were discussed, and it was recalled that the patient did not have any concerns for thrombus at the time, and lactic acid dehydrogenase (ldh) and international normalized ratio (inr) were within normal limits. It was noted that the patient performed a controller exchange at home. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 lead ddmb1d4 ICD implant date: (B)(6) 2018 additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.